Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, missing of plug strap, green particles mold like appearance in device outer surface, total delamination of plug strap disk shell, yellow particles in device outer surface and two curved openings. A microscopic analysis and leak test were performed which identified two openings striated and total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings striated in the side anterior assessed as surgical damage. Total delamination of plug strap disk shell assessed as adhesive failure. Missing of plug strap assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.